Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel, jammed stopper. There were six lot numbers involved. For lot # 7179901 there were 67 occurrences of scale marking issue, 69 occurrences of foreign matter, 17 occurrences of damaged barrel, one occurrence of jammed stopper, and 7 occurrences of inclusions. For lot # 7206511 there were 167 occurrences of scale marking issue, 51 occurrences of foreign matter, 58 occurrences of damaged barrel, and 19 occurrences of inclusions. For lot # 7206952 there were 13 occurrences of scale marking issue, 7 occurrences of foreign matter, 1497 occurrences of damaged barrel, and one occurrence of inclusions. For lot # 7206974 there were 31 occurrences of scale marking issue, 22 occurrences of foreign matter, 13 occurrences of damaged barrel, and 1 occurrences of inclusions. For lot # 7206988 there were 20 occurrences of scale marking issue, 73 occurrences of foreign matter, 234 occurrences of damaged barrel, and 2 occurrences of inclusions. For lot # 7227660 there were 58 occurrences of scale marking issue, 19 occurrences of foreign matter, 25 occurrences of damaged barrel, and 9 occurrences of inclusions. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel, jammed stopper. There were six lot numbers involved. For lot # 7179901 there were 67 occurrences of scale marking issue, 69 occurrences of foreign matter, 17 occurrences of damaged barrel, one occurrence of jammed stopper, and 7 occurrences of inclusions. For lot # 7206511 there were 167 occurrences of scale marking issue, 51 occurrences of foreign matter, 58 occurrences of damaged barrel, and 19 occurrences of inclusions. For lot # 7206952 there were 13 occurrences of scale marking issue, 7 occurrences of foreign matter, 1497 occurrences of damaged barrel, and one occurrence of inclusions. For lot # 7206974 there were 31 occurrences of scale marking issue, 22 occurrences of foreign matter, 13 occurrences of damaged barrel, and 1 occurrences of inclusions. For lot # 7206988 there were 20 occurrences of scale marking issue, 73 occurrences of foreign matter, 234 occurrences of damaged barrel, and 2 occurrences of inclusions. For lot # 7227660 there were 58 occurrences of scale marking issue, 19 occurrences of foreign matter, 25 occurrences of damaged barrel, and 9 occurrences of inclusions. There was no report of injury or medical intervention. Investigation summary: no samples were received for evaluation as they were lost in transit. This is an unusual occurrence. A device history record review was completed for the reported lot numbers with the following results: 7179901: 14 inspections performed; all accepted, no issues reported. No quality notifications issued. 7206511: 13 inspections performed; all accepted, no issues reported. No quality notifications issued. 7206952: 13 inspections performed; all accepted, no issues reported. No quality notifications issued. 7206974: 20 inspections performed - 2 rejected (- missing print, root cause: shim placed under delron guide, corrective action: removed shim and tightened, all affected parts rejected and discarded. 7206988: 19 inspections performed; all accepted, no issues reported. No quality notifications issued. 7227660: 15 inspections performed; all accepted, no issues reported. No quality notifications issued. Root cause could not be determined without samples.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7179901, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-28. Medical device lot #: 7206511, medical device expiration date: 2022-07-31, device manufacture date: 2017-07-25. Medical device lot #: 7206952, medical device expiration date: 2022-07-31, device manufacture date: 2017-07-25. Medical device lot #: 7206974, medical device expiration date: 2022-07-31, device manufacture date: 2017-07-25. Medical device lot #: 7206988, medical device expiration date: 2022-07-31, device manufacture date: 2017-07-25. , medical device lot #: 7227660 medical device expiration date: 2022-08-31, device manufacture date: 2017-08-15. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with scale marking issue, foreign matter, damaged barrel, jammed stopper. There was no report of injury or medical intervention.